Manufacturer narrative:
Result/conclusion of the investigation: the complaint historical data shows no similar cases related to the batch involved. Company comments: during a colonoscopy CT procedure, the catheter balloon of the protoco2l colon insufflator administration set ruptured inside the patient. The patient was not aware of the incident and no injuries occurred. Investigation of this complaint is underway.

Event description:
On 03-jan-2018: initial device case was received from a nurse via the (B)(6) at (B)(6) and forwarded to (B)(4) (operating on behalf of bracco) on the same day. On 19-jan-2018, live follow up for this case was received from a health professional at bracco (B)(4) ltd and forwarded to (B)(4) on the same day. All information was included in the initial report. The health authority and a health professional report: a female patient of unknown age underwent a computerised tomography (CT) colonoscopy procedure for an unknown indication with the use of a small catheter and retention cuff co2 delivery system for colon insufflation (protoco2l admin set (catalogue number 390402, serial number (B)(4), batch number 60035905 (6407), system model number 390402)) on (B)(6) 2017. During the colonoscopy procedure, a pop was heard from inside the patient. No air was able to be withdrawn from the catheter balloon. The prone scan was checked and there was no evidence of the balloon on the images. On withdrawal of the catheter, the balloon was checked and had ruptured, but all parts of the balloon were present. The catheter balloon had been checked, inflated and deflated, prior to the insertion into the patient. The catheter was disposed in the clinical waste as it was heavily contaminated with faecal matter. No injury occurred to the patient. The patient was monitored for an unknown time for any further problems. Patient was unaware of the incident. The complaint history data shows no similar cases related to the batch involved. A expedited investigation has been initiated with trackwise ID (B)(4). Outcome: recovered/resolved.

Event description:
On 03-jan-2018: initial device case was received from a nurse via (B)(6) (B)(4) at bracco imaging UK ltd and forwarded to iqvia (operating on behalf of bracco) on the same day. On 19-jan-2018, live follow up for this case was received from a health professional at bracco UK ltd and forwarded to iqvia on the same day. All information was included in the initial report. The health authority and a health professional report: a female patient of unknown age underwent a computerised tomography (CT) colonoscopy procedure for an unknown indication with the use of a small catheter and retention cuff co2 delivery system for colon insufflation (protocol admin set (catalogue number 390402, serial number (B)(4), batch number 60035905 (6407), system model number 390402)) on (B)(6) 2017. During the colonoscopy procedure, a pop was heard from inside the patient. No air was able to be withdrawn from the catheter balloon. The prone scan was checked and there was no evidence of the balloon on the images. On withdrawal of the catheter, the balloon was checked and had ruptured, but all parts of the balloon were present. The catheter balloon had been checked, inflated and deflated, prior to the insertion into the patient. The catheter was disposed in the clinical waste as it was heavily contaminated with faecal matter. No injury occurred to the patient. The patient was monitored for an unknown time for any further problems. Patient was unaware of the incident. The complaint history data shows no similar cases related to the batch involved. A expedited investigation has been initiated with trackwise ID (B)(4). Outcome: recovered/resolved. On 05-mar-2018: case corrected as per e-mail response received from the FDA on 05-mar-2018 at 10:47 am (est). Missing codes in section h6 were added on the form FDA 3500a. UDI number was added to section d4. A new form FDA 3500a case was generated. On 27-feb-2018: follow up for this case was received from flextronics medical, the device manufacturer at bracco diagnostics and forwarded to iqvia lifecycle safety (operating on behalf of bracco) on 28-feb-2018. The complaint historical data showed no similar cases related to the batch involved. Based on the evaluation of the provided retained sample, no issues were found for balloon popped or defective valve catheter. No deviations, non-conformances or issues were found that could relate the reported defect to the manufacturing process. No further new information was provided. Outcome: recovered/resolved. This case is closed. Corresponding worldwide case ID: (B)(4).

Manufacturer narrative:
Result/conclusion of the investigation: the complaint historical data shows no similar cases related to the batch involved. The evaluation of the retained sample was performed according to the raw material inspection procedure no 034-fba-rms-ffc2030s2-s rev. B for functional inspection: no issues were found for thereported complaint, the air was able to be withdrawn from the catheter balloon of this retained sample. Device history record review: affected finished good lot: no non-conformances, deviations or failed samples related to the reported failure were found, that could be related to the reported failure of this complaint, according to the continuous inspection report for major or critical defects for packaged units and shipper box inspection (B)(4). Affected sub-assembly lot: the involved lot number 31114543 was carefully reviewed and according to the incoming material inspection report (B)(4)--1 rev. H for visual , dimensional and functional inspection of the catheter, no issues were found in these inspections, all inspections were found as acceptable. Root cause investigation: material: no issues were found manpower: all personnel were found as trained. Additionally, an attendance record was performed to the incoming inspection supervisor as an awareness of this complaint. Manpower do not contribute to the reported failure mode. Method, e.g. Excessive air injected: according to the manual, the catheter must be inflated with a maximum of 30ml air. For risk mitigation, a syringe is provided that indicates the volume of 30 ml. The reproduction of the failure was performed in the retained sample received by inflating the balloon with the max. Capacity of 35 ml in the syringe, and no issues or balloon popped were detected. At this time this possible source of variation for balloon popped is not related to the manufacturing process. Result/conclusion of the investigation: the complaint historical data shows no similar cases related to the batch involved. Based on the evaluation of the provided retained sample by the customer, no issues were found for balloon popped or defective valve catheter. No deviations, non-conformances or issues were found that could relate the reported defect to the manufacturing process. Company comments: during a colonoscopy CT procedure the catheter balloon of the protocol colon insufflator administration set ruptured inside the patient. The patient was not aware of the incident and no injuries occurred. Investigation of this complaint revealed no issues with regard to the used material, manpower or method of use. No deviations, non-conformences or issues were found that could relate the reported defect to the manufacturing process.

Event description:
03-jan-2018: initial device case was received from a nurse via (B)(6) ((B)(4)) at (B)(4) on the same day. On 19-jan-2018, live follow up for this case was received from a health professional at (B)(6) ltd and forwarded to (B)(4) on the same day. All information was included in the initial report. The health authority and a health professional report: a female patient of unknown age underwent a computerised tomography (CT) colonoscopy procedure for an unknown indication with the use of a small catheter and retention cuff co2 delivery system for colon insufflation (protoco2l admin set (catalogue number 390402, (B)(4), batch number 60035905 (6407), system model number 390402)) on (B)(6) 2017. During the colonoscopy procedure, a pop was heard from inside the patient. No air was able to be withdrawn from the catheter balloon. The prone scan was checked and there was no evidence of the balloon on the images. On withdrawal of the catheter, the balloon was checked and had ruptured, but all parts of the balloon were present. The catheter balloon had been checked, inflated and deflated, prior to the insertion into the patient. The catheter was disposed in the clinical waste as it was heavily contaminated with faecal matter. No injury occurred to the patient. The patient was monitored for an unknown time for any further problems. Patient was unaware of the incident. The complaint history data shows no similar cases related to the batch involved. A expedited investigation has been initiated with trackwise (B)(4). Outcome: recovered/resolved. (B)(4).

Manufacturer narrative:
Result/conclusion of the investigation: the complaint historical data shows no similar cases related to the batch involved. Company comments: during a colonoscopy CT procedure the catheter balloon of the protoco2l colon insufflator administration set ruptured inside the patient. The patient was not aware of the incident and no injuries occurred. Investigation of this complaint is underway.